Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the retainer tubing came off the pump set. Feeding by joey pump was started around noon. At around 8:00 p.m., the pump was temporarily stopped and a nurse injected a single shot of formula with a syringe from the y-port of the 8fr new enteral feeding tube. When they released the pause and resumed feeding, the tubing came off the retainer after about 10 ml of formula had been administrated. After they replaced the pump set with a new one, feeding was performed without problems, therefore, the blockage of tubing was unlikely. No patient injury was reported. Additional information provided on 17-feb-2017 stated that formula leaked during this incident.

Manufacturer narrative:
A review of the device history record indicated that the product was released accomplishing all quality requirements. One sample was received for evaluation. The sample was evaluated by a visual inspection. The result found the retainer tubing had come off the pump set and the actual complaint sample had been used, therefore the reported issue was confirmed. As the set was used for a period of time, the reported condition is not deemed to be related to manufacturing process. A potential root cause is that when the user installed the pump tube to the machine the force of the action may have caused the pump tube to detach. Hence a corrective action is not required. The finished product is functionally inspection and tested for pumping functionality including occlusion, leaking and detachment prior to releasing the finished product.